Event description:
During a gastric bypass procedure, the device ejected the cartridge into abdominal cavity during third firing. Staples were partially fired. Another like device was used to complete the procedure. There was no pt consequence.